Event description:
A customer reported that the device starts in service mode when the power is turned on. This report has been updated from a serious injury to a non adverse event as additional information received clarified there was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device starts in service mode when the power is turned on. This complaint will be submitted as a serious injury as it was reported that the unit was in use for a defibrillation.